Event description:
It was reported that the touch pen was no longer in calibration with the programmer. It seemed close on one side of the screen, but when it was moved further away it was further off and the task icons could not be activated. It was noted that recalibration did not resolve the issue; therefore, the programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).